Manufacturer narrative:
H10 ?device evaluation: one level 1 trauma fast flow disposable was returned for investigation in used condition. The returned unit was visually inspected at a distance of 12 to 16 inches, and under normal conditions of illumination. No defects were observed. The unit was tested for leaks by introducing water into the product. A leak was found between the tube and the white connector. The complaint was therefore confirmed. The product problem was attributed to a manufacturing issue. This was established as the root cause.

Event description:
Per email: set leaking from distal end of gas vent assembly connection when pressurized, whilst conducting h1200 in-service. No patient involvement.